Event description:
It was reported that when a patient presented remotely via merlin.net transmission, charge time limit reached alert was observed. Upon further interrogation in the clinic, the alert for a capacitor charge time limit was confirmed. The device was explanted and replaced. The patient was stable before, during, and post procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation, and concluded the cause of the reported field event was due to a failure within the front alignment hole.